Manufacturer narrative:
Unit passed displacement and self tests. After further review of the unit's interior, there was mold inside the internal battery connector and on some components located on the back side of pcba1. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Event description:
Information received by medtronic indicated that customer was in hot tube and insulin pump was not working. Customer stated insulin pump had fluid in both battery and reservoir and also stated liquid crystal display was flashing. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.